Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps instrument associated with this report and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at the wrist were not damaged. The crimp was also confirmed to not be missing. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci inguinal hernia repair surgical procedure, the tips of the fenestrated bipolar forceps instrument froze and the cable snapped. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.